Event description:
Major pump unit(s) involved: blood pump.additional text: wearing of device- pump greater than 1 year.specific component(s) involved: pump drive unit malfunction.additional text: wearing of device - device greater than 1 year.other component:causative or contributing factor: no specific contributing cause identified.other cause:intervention(s): replacement of pump; other interventions, specify.other intervention : exchange to hmii - now in dt trial.implant device type: lvad.

Event description:
Major pump unit(s) involved: blood pump.specific component(s) involved: pump drive unit malfunction.